Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patients for complex endovascular aortic repair, and laser assisted in situ fenestration of the stent grafts was carried out during the procedure. Heli-fx guide catheters were used to guide the laser probe during the procedures. The following events were reported: death.